Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. There were no visual or functional abnormalities observed during the product analysis. The sulu was reloaded with staples and fired on the test media with appropriate staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open small bowel resection. There was bleeding at the staple line, but not more than 500cc of blood lost. To correct the issue, the staple line was oversewn. Patient status is alive, no injury.